Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dp printed circuit board failure, failure of the cm printed circuit board and dx printed circuit board failure. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had the blackout when display. The issue was found during preparation for an unspecified diagnostic before sedation of the patient. It was completed with an olympus back-up device. There were no reports of patient harm.